Event description:
In 2009 the patient reported that she has had issues with controlling her blood glucose since beginning use of the infusion device 2 years ago. She stated that this occurs once per week. Her blood glucose has been as elevated as 400 mg/dl. She boluses through the infusion device to lower her readings. She stated that her blood glucose also lowers to 32-45 mg/dl and she feels dizzy and confused with blurred vision. She treats low blood glucose by turning the infusion device off and eating. Her blood glucose was within her target range (90-120 md/dl) at the time of the report. She stated that her basal rates were decreased 2 months ago. The time and basal rates were confirmed to be correct. The patient was advised to consult with her physician. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.